Event description:
Device issue: failure to cross the lesion. Time of device issue: during the procedure. Adverse event: death. Onset of adverse event: death before leaving cath lab. It was reported that due to respiratory distress, the patient was taken to the emergency room and taken emergently to the cath lab. During the coronary artery interventional procedure, during pre-stent dilatation in a calcified 80-90% stenosed lesion, a perforation occurred from a non-abbot device. A jostent graftmaster failed to cross the lesion. The perforation sealed itself, so no additional treatment was required. At an unspecified time in the cath lab, the patient died. The cause of death is unknown; however, this will be conservatively field. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4): the customer reported that the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.